Manufacturer narrative:
Product event summary: it was confirmed that the touch screen did not respond to a stylus or finger touch because of a small gouge in the screen.

Event description:
It was reported that the programmer's touch screen does not respond to the stylus pen or finger touch, and the issue was unresolved by rebooting. The programmer has been returned for service. There was no patient involvement.